Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was completed using a starclose device after an interventional procedure. Reportedly, the patient has persistent pain for several months in the region where the starclose clip was implanted. The starclose clip did achieved hemostasis. As the name of the physician who deployed the starclose device was not provided by the hospital, it is unknown if the that physician has been trained in the use of the starclose device. No additional information was provided.